Event description:
Olympus reviewed a literature titled "rebleeding risk of acute hemorrhagic rectal ulcer: a multicenter retrospective study". Acute hemorrhagic rectal ulcer (ahru) is characterized by sudden, painless, and massive bleeding from rectal ulcers. To date, few studies have analyzed the risk factors for ahru rebleeding. In this study, we clarified the risk factors of rebleeding after initial hemostasis of ahru through a multicenter study. Type of adverse events/number of patients. The following events have been reported in the literature. Rebleeding (35 cases). Rebleeding was observed in 35 patients (23%), and the mean time from initial bleeding to rebleeding was 5.2 days. The mean number of episodes was 1.8 times. The maximum number of rebleeding episodes experienced by a patient was seven. One patient with refractory bleeding, in whom hemostasis was unsuccessful, underwent embolization. Multiple hemostatic procedures were performed once in 3 patients (3.6%) using a combination of clips and hemostatic forceps.

Manufacturer narrative:
This report is related to (B)(4). The event date was reported as the publication date of the literature. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the reported event is an accident, or a complication associated with a procedure using the subject device. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.